Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer complaint. The suspect device has not been returned for evaluation. However, as per work order performed under (B)(4), service replaced muffler assy, base assy, membrane switch, and overlay english. Performed ovp (operational verification procedure) and performance check, which all passed. All work accomplished per vela service manual rev.f. Vent is operational and meets OEM specs. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire fsr (field service representative) evaluated the device. This ventilator failed transducer calibration. New main board will need to be ordered and return to repair, and to complete the preventive maintenance. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator has 200ml vte (end-tidal volume) more than expected value during setup prior patient use. The unit also failed transducer calibration. Furthermore, there was no patient involvement associated with the event.